Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts in the distal end of the stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04jun2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 3.50 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.